Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported a low glucose reading issue with the adc device. The customer received a reading of "about 100 mg/dl" on the adc device compared to a reading of "over 200 mg/dl" on an unspecified blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. In addition, a "replace sensor" error message was reported with the adc device and the customer was unable to obtain glucose readings. There was no report of adverse event or third-party intervention required due to the reported product issues. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.